Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had pump error and not able to rewind the insulin pump. The customer's blood glucose value was 108 mg/dl. The customer was assisted with troubleshooting and reported that they were able to clear the alarm. Customer reported that the insulin pump passed self test and displacement test. The insulin pump will not be returned for analysis.